Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed visually. During lead revision, it was observed that the rv lead was insufficiently inserted in the device header. The rv lead was successfully inserted in the header and remains implanted. The patient was stable and there were no adverse consequences.